Event description:
The pt was treated on the hemodialysis with the rexeed-18lx on (B)(6) 2012. The anaphylactic reaction occurred 15 mins after onset of the treatment. The pt had breathlessness and the dissemination of water blisters was observed. The oxygen inhalation was done. The pt administered 8 mg of dexamethasone and 1 ml tavegyl, and recovered.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer (k082515). The used device could not be analyzed because it was discarded by the user. No abnormality was found in the lot quality records of the used product. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. (B)(4).